Manufacturer narrative:
Corrected data: h6.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made to resolve the issue, and the patient was stable.

Event description:
New information received indicates that the post-paced t-wave oversensing reoccurred on the implantable cardioverter defibrillator (ICD).